Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 62 year-old male with cardiomyopathy was implanted with an impella device for mechanical circulatory support and hemodynamic support. During support, the patient had a hematoma. After the nurse milked the drain, the access site started bleeding. Heparin was then withheld, and the bleeding started to resolve. The patient also went into ventricular tachycardia while on support. The staff confirmed that the imeplla device inlet was not touching any heart walls, and the patient remains on support.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the ventricular tachycardia (vt) issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of access site bleeding is determined to be anticoagulation management because it was noted that hematoma was resolving upon hold due to heparin. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt was not determined. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 4114 was inadvertently omitted from the previously submitted report.